Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the echelon microcatheter got torn during delivery with a guidewire. The patient was undergoing surgery for cerebral arteriovenous fistula embolization with a slightly severe, slightly large in diameter vessel tortuosity. It was stated that the torn piece was disengaged and remained inside the patient. However, the piece was able to be successfully removed using a gooseneck snare with 30 minutes extended procedure time. There were no related patient symptoms. As a result of the issue the procedure was discontinued.

Manufacturer narrative:
The echelon-10 micro catheter was returned for evaluation within a shipping box and within a zip-loc bag. The echelon-10 micro catheter was decontaminated as per (B)(4). The echelon-10 micro catheter was returned for evaluation separated into two segments. The total length of the echelon-10 proximal catheter segment was measured to be ~27.2cm and the useable length was measured to be ~20.1cm. The useable length of the echelon-10 distal catheter segment was measured to be ~127.1cm. It could not be determined if the echelon-10 useable length met specifications due to its damaged (separated) condition. No issues or irregularities were found with the echelon-10 hub. The separated ends of the echelon-10 were consistent with tensile failure. The tubing material at the separated ends exhibited with jagged edges and stretching with the inner elliptical wire exposed. In addition, the separated ends appear to be ov alized. Inspection of the remainder of the echelon-10 micro catheter revealed no other damages or irregularities. What appears to be dried blood was found on the echelon-10 distal tip od (outer diameter). The echelon-10 distal tip was noted to be pre-shaped. Addit ion, the snare was also returned. However, no product analysis was required as there was no allegation of device incompatibility. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.